Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure the surgeon noticed that "second x-ray sign on the balloon was not on the balloon and after inflating the balloon contrast liquid ran out." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis no damage or defect was visible. Both marker are present in the balloon of the ibt as usual. During functional analysis it was possible to inflate the balloon until miv (maximum inflation volume) of 4cc. No hole or leakage was visible and no uncommon loss of pressure was visible. Based on the information provided, visual and functional analysis the balloon has not ruptured and is working properly. The complaint is not confirmed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.